Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent a revision to address alval/soft tissue reaction, pain and noise

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision to take place on (B)(6) 2015. Asr xl - right hip. Reasons for revision: pain, noise and alval / soft tissue reaction. Update 26 jun 2015: rec'd kennedys spreadsheet, marked com as legal, added kid. Sm 7 jul 2015 (B)(4) spreadsheet states patient is bi-lateral. See (B)(4) for left hip. According to (B)(4) only the left hip is to be revised on (B)(6) 2015. We need to clarify with (B)(4) if the future revision date is for the left side only (and therefore needs to be removed from this right side complaint) or if the date is intended for revision of both sides.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).